Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged has not been able to wear it a lot as it raises her anxiety level as she feels panic and is having headaches and stated that her device has a terrible smell, like a dentist gas smell. There was no report of serious or permanent harm or injury. The device was returned to a third-party service centre. During the evaluation, the device was visually inspected and found evidence of foam degradation. Secondary findings were observed. There were 6 error codes observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.